Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab (pal) evaluated the device and found an increased intraperitoneal volume (iipv) that was discovered during evaluation. Based on a review of all available therapy log data, the cause of the iipv was determined to be insufficient drain. One or more cycles advance to next fill when slow / no flow occurred above the minimum drain volume threshold. The pal did not confirm any failure or malfunction of the device that would have caused or contributed to the iipv. A service history review revealed no previous service events were related to the iipv. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2011 during drain cycle 5. The patient's drain volume was 3814ml. The fill volume was of 2300ml. This information meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2011. According to the nurse the patient has reported symptoms of overfill during the time of this occurrence. The nurse stated that they are closely monitoring the patient's therapy. The nurse advised the patient to drain manually when he has lower ultrafiltrations. The patient has resumed therapy with no further issues or symptoms. The nurse also stated that the patient is going to see the doctor next week to have his catheter repositioned. There was no patient injury or medical intervention associated with this event.